Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose readings. Customer states that the blood glucose reading is 565 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No excessive no delivery alarms were noted.